Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence of a broken, bent connector and frayed cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger power cord had exposed wires with insulation peeled away and the patient had trouble charging the recharger for the past couple of weeks. The patient reported the ins battery has depleted. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and phantom limb pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.